Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they the physician will revise the implantable pulse generator (ipg) something that is wrong. Follow concluded that there was a pocket revision for pain at the pocket site. It was noted there was no product performance issues with the ipg. The device remains in use. No further patient complications have been reported as a result of this event.